Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure the mandrel could not be completely inserted in the lead and therefore it was not possible to navigate the lead in the right ventricular (rv). The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.